Event description:
During index procedure, three endeavour rx drug-eluting stents were implanted in the patient. One stent was implanted to treat a de novo class b1 lesion in the 1st diagonal branch and two stents were implanted to treat a de novo class b2 lesion in the mid lad. It is reported that cardiac enzymes were elevated post procedure. Event was identified by the clinical events committee and deemed to be consistent with a periprocedural mi.

Manufacturer narrative:
(B)(4). Eval: results: (mi).